Manufacturer narrative:
The device log file provided basis for the manufacturer investigation. The logged entries show that on may 12th, 2020 the device rebooted at 3:02 pm with an error code that can be attributed to a storage space overflow that was recognized by the monitoring of the operating system. Right before the restart it was logged that the "alarm reset" button has been pressed three times within a second - which is unusual for human interaction. It is therefore likely that the deviation was caused by electromagnetic radiation exceeding the specified immunity level of the savina 300 (e.g. From a smartphone). The instructions for use indicate that a safety distance of at least 1.0 m (3.3 ft) must be maintained between the savina 300 and radio communication devices. In case of a detected deviation within the electronic system, a software-controlled restart (reset) of the whole electronic system will be initiated in order to correct the issue. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina 300 continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. It was also confirmed by the user that the device continued to operate after the restart which corresponds with the finding of a temporary deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. Results will be provided in a follow-up report.

Event description:
It was reported that during clinical use, the device suddenly restarted itself when the user tried to transport the patient. Afterwards it continued to ventilate. No patient consequences reported.